Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the ICD functions to be as specified. The returned device data have been analyzed. The analysis of the available iegms confirmed the presence of noise in the rv and far-field channels. The presence of noise in the rv channel led to the detection of vf episodes which resulted in 17 shock deliveries, in agreement with the complaint description. However, the data did not reveal any indication of an ICD malfunction. According to the data the ICD functioned as expected.

Event description:
It was reported that there was noise on the ventricular and ff channels leading to inappropriate shocks. Should additional information become available this file will be updated.